Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device used, for the first device reported that was used on the same patient, see MDR 3013394970-2018-00650.

Event description:
The user facility reported that the angio-seal device did not track smoothly when the doctor was inserting the sheath into the patient. The doctor pulled the angio-seal introducer sheath out of the patient and requested a new angio-seal device. The second sheath went in smoothly, however, the angio-seal device was deployed inside the sheath (inside hub). The sheath and the device were removed safely from the patient and manual compression was applied. The procedure outcome was successful. The patient was in good condition. There were no other devices or equipment used with the reported device. Additional information was received on (B)(6) 2018. The sheath size used was a 6fr and a pre-deployment angiogram was performed. The procedure being performed was a peripheral angiogram.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.